Event description:
There was heavily calcified plaque present in the sfa. The nanocross balloon was advanced to the lesion and inflated to 10 atm. The physician noticed blood in the indeflation device indicating a burst of the nanocross balloon. The physician went to walk the balloon out of the patient when we realized the balloon was stuck. The physician rotated the balloon catheter shaft and attempted to remove the balloon. On this attempt the proximal marker was removed, but the distal marker of the device did not pull back together. The physician maneuvered the nanocross balloon catheter, and attempted to remove the balloon again. This time the balloon and catheter pulled back to the sheath but would not go into the sheath. The physician pulled the sheath, balloon, and wire back to the right external iliac artery. A safety .035 wire was inserted and the physician attempted to remove the balloon, wire and sheath from the artery. However, the balloon and wire would not come out. A short sheath was inserted and patient went to surgery to remove the balloon via femoral cut down.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.